Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture at the fiber beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap. Devitrification of the cap output window was also observed. Both the glass and metal caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 116,450 joules of use. The procedure was completed using a second fiber. There was no report of injury.